Event description:
Procedure: nephrectomy. According to the reporter: prior to use on patient a supplier had a difficulty in jointing the obturator with the trocar. Opened another and then the obturator could be inserted into the trocar, but could not be removed. Using another, the case was completed with no problem. Operating time extended: less than 30 min. It was not used on patient. No patient involvement.

Manufacturer narrative:
(B)(4).